Manufacturer narrative:
No button error alarm. The pump was received with intermittent button response due to moisture damage keypad trace. There was no low reservoir. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of keypad issues on their insulin pump. The customer's blood glucose at the time was 502mg/dl. The customer treated the high with bolus from pump. The customer states the act button is unresponsive. Troubleshoot was conducted and button error alarm was noted in the alarm history. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.